Event description:
The facility's biomed reported a fail code 313, which occurred during pt use. No pt injury or medical intervention were reported to have occurred. The biomed stated that a bag and tubing were being used. Info was requested by baxter regarding tubing lot number in use and the medication involved if applicable, but no additional was requested but no additional contact was identified.